Event description:
Device 3 of 5 (refer to manufacturer's report numbers 1627487-2008-00034 for device 1, 1627487-2008-00035 for device 2, 1627487-2008-00037 for device 4, and 1627487-2008-00038 for device 5).

Manufacturer narrative:
Device history record and sterilization record were reviewed, no anomalies were found. Results - all records reviewed were found to meet specification. Visual examination found slight discoloration on extension header and extension lead segment but no other anomalies. Extension passed functional testing. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.